Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2015. Concomitant medical therapies: oxcarbazepine, "beta blockers". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture, and capsular contracture, "baker ii." Patient representative reported "psychological shock," "accommodation folds," and "enlarged armpit scar." Device remains implanted. Patient was treated with "singulair (r) montelukast."